Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 269041 did not highlight any anomaly which could contribute to this reported event. Two further complaints have been received specific to lot number 269041. Complaint lot-pc15-29 and lot-pc15-030 were received on the same day from the same physician detailing the same event description, specifically vessel dissection. This is the same as reported classification as this complaint, lot-pc15-037. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Two root cause classification codes were assigned to this complaint, these being 'undeterminable' (complete left bundle branch block) and 'anticipated procedural complication' (small hematoma at the puncture site). The root cause classification code ['undeterminable' is defined as follows, 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. The root cause classification code 'anticipated procedural complication' is defined as follows, 'when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. The reported event describes the patient developing "complete left bundle branch block". Bundle branch block is a condition in which there's a delay or obstruction along the pathway that electrical impulses travel to make your heart beat. This event is specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. It was concluded that as the root cause classification for this complaint is 'undeterminable' and as the lotus introducer sheath is not likely to contribute to the reported event. The complaint also details small hematoma at the puncture site which is likely to be a result of the medical procedure and vascular introduction site. Injury to the vascular introduction site is a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
(B)(4) (platelet count decrease, small hematoma at the puncturesite) procedure summary: the subject was enrolled into (B)(6) study on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and also on other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Complete left bundle branch block (001): on (B)(6) 2015, post index procedure, the subject developed complete left bundle branch block. Per edc, the subject was treated medically. At the time of reporting, the outcome of the event was not reported. Potential relationship to index procedure per investigator: not related. Platelet count decrease (005): on (B)(6) 2015, 2 days post index procedure, the subject experienced platelet count decrease. Per edc, no action was taken to treat this event. On (B)(6) 2015, the event was considered to be recovered/resolved. Potential relationship to index procedure per investigator: related. Small hematoma at the puncturesite (007): on (B)(6) 2015, during index procedure, the subject experienced small hematoma at the puncture site. Per edc, no action was taken to treat this event. On (B)(6) 2015, the event was considered to be recovered/resolved. No additional information is currently available; site has been queried to provide the further information. Potential relationship to index procedure per investigator: related.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Two root cause classifications were assigned to this complaint, these being 'undeterminable' (complete left bundle branch block) and 'anticipated procedural complication' (small hematoma at the puncture site). The root cause classification 'undeterminable' is defined as follows per (B)(4); 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. The root cause classification 'anticipated procedural complication' is defined as follows per (B)(4); 'when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on a review of the fmea's and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. The reported event describes the patient developing "complete left bundle branch block". Bundle branch block is a condition in which there's a delay or obstruction along the pathway that electrical impulses travel to make your heart beat. This event is specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. It was concluded that as the root cause classification for this complaint is 'undeterminable' and as the lotus introducer sheath is not likely to contribute to the reported event. The complaint also details small hematoma at the puncture site which is likely to be a result of the medical procedure and vascular introduction site. Injury to the vascular introduction site is a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
(B)(6) (platelet count decrease, small hematoma at the puncture site) procedure summary: the subject was enrolled into (B)(6) study on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and also on other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Complete left bundle branch block (001): on (B)(6) 2015, post index procedure, the subject developed complete left bundle branch block. Per (B)(6), the subject was treated medically. At the time of reporting the outcome of the event was not reported. Potential relationship to index procedure per investigator: not related. Platelet count decrease (005): on (B)(6) 2015, 2 days post index procedure, the subject experienced platelet count decrease. Per (B)(6), no action was taken to treat this event. On (B)(6) 2015, the event was considered to be recovered/resolved. Potential relationship to index procedure per investigator: related. Small hematoma at the puncture site (007): on (B)(6) 2015, during index procedure, the subject experienced small hematoma at the puncture site. Per (B)(6), no action was taken to treat this event. On (B)(6) 2015, the event was considered to be recovered/resolved. No additional information is currently available; site has been queried to provide the further information. Potential relationship to index procedure per investigator: related.